Manufacturer narrative:
A ge service rep performed an on site investigation. The optic cable, microswitches and hand control were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system would not perform fluoroscopy. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.